Manufacturer narrative:
Initial reporter phone no.: (B)(6). Device manufacture date: lot 20a036 was manufactured from january 24-28, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted the photograph showed inside the device bladder which suggested a no flow - non delivery issue may have occurred. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. The no flow was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.